Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was reporting issue keeping device charged ever since undergoing recent gastric bypass surgery. The patient underwent an ipg replacement procedure, and the physician also slightly adjusted the ipg pocket so it would lay flatter under the skin. The ipg was discarded.